Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to a left frontal intraparenchymal hemorrhage (iph). Autopsy was not performed on the patient. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to a left frontal intraparenchymal hemorrhage (iph). The patient's caregiver reported that patient was "zoned out, just not waking up". The patient had no prior signs and symptoms in the previous days leading up to the event. The patient's bleeding was not treated and was presented to the hospital with non-salvageable injury. Goals of care (goc) discussions and withdrawal of care were performed. Autopsy was not performed on the patient. The patient's death was not considered to be device related. The device operated as expected and was not explanted.